Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported issue. The fse checked the unit and found a leak in drive manifold. The fse replaced the drive manifold and performed all functional and safety test. The unit passes all tests performed and was returned to the customer in working condition.